Manufacturer narrative:
This follow up report is being submitted to to report investigation findings, the device was found to be leaking upon receipt. Upon further investigation, it was found that there was a puncture hole in the working channel, which was determined to be the cause of the leak. It is stated in the IFU under warnings: during the procdure to "not use the device if interference or resistance is felt when inserting a surgical instrument into the working channel. Forcing the instrument may cause damange to the device or harm the patient". A puncture hole in the working channel is not expected during normal usage of the device. It was determined that the issue was not due to a defect of the device or manufacturing process. The root cause could not be conclusively determined, but was attributed to a use error by the user.

Manufacturer narrative:
Review of production records did not reveal any deviations in the manufacturing process. The device passed all specified acceptance criteria prior to release. A follow-up report will be submitted when the investigation is completed or if additional information becomes available. Device receipt anticipated but has not been received.

Event description:
It was reported that the subject device failed leak test during reprocessing after its 2nd case. There were no reports of patient injury.